Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted with no recaptures. It was noted there was 1/3 shoulder in the 135-degree view on imaging, but the closure device had met release criteria. The patient was discharged and doing well. The following day post index procedure, the patient started to feel sick. Two days post index procedure, the patient died in their sleep. Per the physician, the cause of death remains unknown. No further details were made available.